Event description:
Pt reported that their test strips are too wide to fit in the meter, therefore they can not turn meter on and perform blood glucose testing. Customer service has replaced the strips.